Event description:
It was reported that approximately 5 months post implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography scan revealed a proximal endoleak. The physician elected to implant an additional suprarenal aortic extension and a balloon expandable stent proximally, which resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records or images were not provided for clinical assessment. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, a root cause for the reported issues could not be identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.